Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had an "error 2" issue and was not powering on. The pt tests her blood glucose 4 times a day. She tets before meals and at bedtime. The pt takes sliding-scale novolog insulin 3 times a day based on her meter readings. At times the pt tests her blood glucose after taking a dose of insulin. The reporter indicated the alleged meter issues started on the day before, during the evening time. At first, the pt encountered the "error 2" message. The reporter attempted to troubleshoot the "error 2" message on her own but then the meter reportedly stopped powering on. The reporter replaced the meter's battery but the power issue was not resolved. Although the pt was unable to test her blood glucose that night, she reportedly went ahead and took 2 units of sliding-scale novolog insulin. At an unspecified time after the alleged issues began. The pt allegedly developed symptoms of a headache, and feeling thirsty and jittery. Since the pt felt as though her blood glucose level was getting high, she administered self-care by taking another 2 units of novolog insulin. The self-treatment helped to relieve her symptoms. The patient's blood glucose was not tested on another device during the time of concern. The reporter did not know what the patient's last blood glucose reading was before the reported issues began. The reported meter issues were not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with hyperglycemia after the alleged meter issues began.